Event description:
On (B)(6) 2025 the user reported that they experienced hypoglycemia with blood glucose (bg) levels of 59 mg/dl while sleeping requiring ems intervention. Ems treated the user at home with glucose gel packs and the user recovered without hospitalization. No long-term health effects have been reported. The user noted cgm inaccuracy as the cause of event.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.